Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a blockage is inconclusive due to the state of the returned sample. One photograph of a single lumen powerpicc solo was returned for evaluation. An initial visual observation of the photograph showed the catheter in a clear plastic bag or possibly a glove. The needleless adaptor was observed to be attached to the solo hub. No details of the sample could be discerned from the returned photograph. No damage or obvious use residue was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the flap can retract but does not allow fluid to flow. After I pulled out this tube, I couldn't push anything through it. Even after removing it and trying to flush it outside the body, it still doesn't work well. No other information was provided.